Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed the tip is slightly flattened. The collar is separated and appears to have been kinked prior to separating. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was fractured. A 145 guidezilla guide extension catheter was selected for use. Upon unpacking, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications were reported and patient is stable.